Event description:
Dealer states they have replaced the tilt actuator several times and now if the tilt actuator comes back down to zero. The chair is turned off at the time. He states its like slowly dropping back down to zero.